Event description:
It was reported that a pt underwent an acdf from c5-t1 using rhbmp-2/acs, peek interbody cages, and anterior plate fixation for cervical radiculopathy. At an unk time post-op, the pt suffered a recurrent laryngeal nerve palsy that recovered after 3 months.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.